Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster, inc. Product analysis lab observed that the hemostatic valve was not returned with the carto vizigo¿ sheath. Initially, it was reported that the vizigo¿ sheath was having a problem with the dilator being pushed towards the distal end of the sheath. The vizigo¿ sheath was replaced and the issue was resolved, and the case continued. No adverse patient consequence was reported. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster, inc. Product analysis lab received the device for evaluation and found that the hemostatic valve was not returned with the carto vizigo¿ sheath. The awareness date for this reportable lab finding is 14-jan-2022.

Manufacturer narrative:
The device evaluation was completed on 14-jan-2022. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was not returned with the carto vizigo¿ sheath. A device history record evaluation was performed for the finished device [50000022] number, and no internal actions related to the reported complaint condition were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and silicone ring. The dilator was inserted to verify if the valve was inside the sheath, but it was not found. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).